Event description:
Procedure type: roux-en-y. According to the reporter: three of the duets45 3.5 sulus misfired while firing. One side of the entire suture line didn't form on 3 reloads. The suture line fell apart. Another device was used without further consequence. The suture line didn't form. The surgeon needed to suture closed stomach. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. Pt current status reported as recovering.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.